Event description:
Pt's friend called lfs alleging that pt's meter would not power on. Per friend the last time pt had used the meter was 2 months ago. Pt was not using another meter to test their blood glucose in the meantime. One day (date unk), pt had symptoms of high blood glucose and pt's family member called paramedics. When paramedics arrived they tested pt and treated them on the spot. Pt was not taken to the ER. Pt does not recall what their bg was when the paramedics tested their blood glucose. Customer service had pt's friend check that the batteries are good and that they are correctly installed and meter still did not power on. When the meter does not power on, a pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent pt a new meter.